Event description:
An ent rep reported, the fusion system crashed when loading an exam by cd into the bridgestone computer. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info as no pt was present in this concern. Software findings still under investigation. Technical services walked ment rep through some troubleshooting tips, ment was able to reload the exam with out issue.